Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for damage to the shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode shield damage. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was a molding defect. The following information was provided by the initial reporter. The customer stated: the "phlebotomist noticed on completion of the blood collection that the cap of the ppt tubes had a dent/nick."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was a molding defect. The following information was provided by the initial reporter. The customer stated: the "phlebotomist noticed on completion of the blood collection that the cap of the ppt tubes had a dent/nick."